Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device flow sensor and proportional valve was observed therefore, both components were replaced to address the issue. In addition, the usb extension cable was damaged while assembling and was replaced.

Manufacturer narrative:
On previously submitted report, a trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device flow sensor and proportional valve was observed therefore, both components were replaced to address the issue. In addition, the usb extension cable was damaged while assembling and was replaced. The proportional valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve functioned as designed and operated without issue or error codes.